Event description:
It was reported that a patient presented remotely via merlin.net and exhibited p-wave amplitude variation. The atrial lead was reimplanted into the device¿s left ventricle (lv) port during an open-heart surgery. The patient was stable throughout.